Manufacturer narrative:
The device will not be returned for eval as they were implanted in the pt.

Event description:
It was reported seven axium coils were used in an aneurysm treatment procedure and the aneurysm ruptured during coiling. The hemorrhage was immediate controlled and there was no complication reported with the pt as a result of the event.